Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It has been reported that the patient was feeling a lack of energy. Sometime between (B)(6) 2009 and (B)(6) 2010 the device pacing mode switched from dddr to vvi. No por message was given during her interrogation. The device is still in use. No further patient complications have been reported as a result of this event.